Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks, and therapy was exhausted. It was noted that the patient had a ventricular tachycardia (vt) ablation. Additional information received reported that there was no further plan of action at this time and reprogramming was not performed. This device remains in service. No adverse patient effects were reported.